Manufacturer narrative:
(B)(4) date sent: 12/2/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Or can use these questions instead: what device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Was there anything unnormal about the staples? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure, there was an anastomotic leak with the ntlc stapler, and after inspection during re-do, it seemed like the staple legs were formed in a crisscross pattern. Pt experienced leak post-op and had to get reoperated to fix the leak. Patient had to receive an ileocecal resection.